Event description:
Pt is status post l3-s1 decompression fusion by another physician at another facility in 1997. One year post op pt began having increasing back pain and lower extremity symptoms of heaviness and neuroclaudication. Pt was diagnosed with adjacent segment disease at l2-l3 and likely pseudoarthrosis with failed hardware and post laminectomy syndrome with stenosis. In 2005 the pt underwent surgery at reporting facility to remove the failed hardware and re-fuse their back. During surgery the rod on the left was found to be broken in two places. One break was in between the screws at l3-l4 and the other was underneath the screw head of l5. The rod on the right was found to be broken underneath the l4 screw head. The old hardware implanted in 1997 was removed and new hardware was implanted. Only one of the rods removed had a number visible on it.